Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced fungal peritonitis. The cause of peritonitis was unknown. The patient was hospitalized and treated with an unspecified anti-inflammatory medication for peritonitis. On an unreported date, pd therapy was discontinued. The patient outcome was not reported. The reporter declined to provide additional information.